Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for a air in tubing (without alarm) was not confirmed. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a follow up phone call for a report of air in the line, see report 1423500-2011-06111, the home patient mentioned left shoulder pain which occurred on (B)(6) 2011 that was thought to have been caused by air in the line. Nothing was noticed with the supplies on that day. A companion sample was available and requested with lot number h11b01027 and the patient has been performing therapy fine since the event with no reported pain. The nurse was also contacted regarding this event and the patient was involved, but no injury or medical intervention was reported.